Event description:
It was reported, the patient's device was working once they met with their representative and they got it out of "factory settings." The same day it was reported the patient had a slow "restart or reset" and their stimulator was working.

Event description:
It was reported that the patient was involved in a car accident the day prior to the report and his device was working before he drove. However, after the accident, he could not turn stimulation on. Both the recharger and patient programmer were used to turn the device on, but there was poor communication. The following day, it was further reported that the implantable neurostimulator (ins) was unresponsive to telemetry attempts by both physician and patient programmers as well recharger. The reporter indicated that the ins pocket was sore and the patient also experienced some back pain since the accident. There was nothing 'remarkable' seen on an x-ray that was taken. However, the reporter didn't have an original x-ray to compare to. The reporter 'generally thought' the components seemed to be in the same position. It was indicated that the patient thought he last charged the device a week or two prior to the report. A brief physician recharge mode (prm) was performed and a power on reset (por) message was displayed. It was possible to charge normally, with 8 coupling bars and filling the first quartile. An informational por was reported. It was unclear if the pors were cleared.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).